Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date are unknown. Manufactures investigation conclusion: the reported event of a no external power was confirmed via the log files. The log files spanned approximately 62 days ((B)(6) 2020 to (B)(6) 2020 per the timestamp). A no external power alarm activated on (B)(6) 2020 from 02:57 to 03:32 due to simultaneously disconnecting both power cables. The backup battery was able to provide power to the pump. The alarm resolved after reconnecting to a power source. No other notable alarm was observed. The hmii system controller was not returned for analysis. An attempt was made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was determined to be user error due to simultaneously disconnecting the power cables. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that further review of the log file revealed no external power alarms on (B)(6) 2020 from 02:57 to 03:32 and (B)(6) 2020 at 14:22 due to simultaneously disconnecting both power cables. No additional information provided.